Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: during the procedure. It was reported that during a left internal/common carotid artery stenting procedure, immediately after removal of the embolic protection device, the patient experienced a possible mild stroke. Signs and symptoms included mild right upper extremity weakness, some mild disorientation and mild right upper quadrant weakness. Treatment included thrombolytics. The condition is continuing and improving. Two days post-procedure, the patient was discharged to home. There was no additional information provided.

Manufacturer narrative:
Study event. There was no device malfunction reported. Stroke is a known potential adverse effect associated with the use of the device as listed in the rx accunet instructions for use. A review of the finished device lot history record did not reveal any non-conformities associated with this lot number.